Manufacturer narrative:
The main component of the system and other applicable component is product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (serial # (B)(4)) revealed the recharger had broken connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that patient had not been able to charge their ins since (B)(6) 2017 for the past couple of weeks prior to report. It was also reported that the desktop charger connector pin was broken and patient was in a lot of pain the day of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2017. The patient reported that the replacement desktop charger (dtc) resolved the charging issues, and that pain is more severe than in past but relieved by 50% or greater by the implanted neurostimulator. The patient reported that their weight at the time of the event was (B)(6)lbs., and walking for 1 hour every day. No additional symptoms or additional complications were reported for this event.

Manufacturer narrative:
Correction to supplemental report (B)(6), this is not a life threatening event. If information is provided in the future, a supplemental report will be issued.